Event description:
It was reported that during an infusion, a spectrum pump alarmed and instructed the user to power the device off to clear the alarm. When the device was powered on, the user needed to reprogram the infusion. The customer stated that this occurred twice. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history log shows that the pump alarmed three times for a system error 341. The evaluation was unable to reproduce the alarm. The input/output printed circuit board and upper auxiliary assembly are known contributors so this alarm and have been replaced.